Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber and having headache had cat scan and MRI. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber and having headache had cat scan and MRI. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of grey dust-like contaminant observed on front panel, indeterminate contamination and black particles observed on outside of rear panel, hair-like objects found inside top enclosure and front panel and on flow sensor seal, hair-like, dust-like, and indeterminate contaminants found inside rear panel, indeterminate brown particles found inside bottom enclosure, brown residue observed on edges of air inlet, white dust-like particles observed on blower and in blower box. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of white dust-like and brown residue within the air-path, which is likely of external original and not consistent with originating from a device failure. The manufacturer found evidence of sound abatement foam degradation/breakdown.